Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during dwell 4 of 5. The technical service representative assisted the home patient (hp) with troubleshooting the alarm. The hp was on vacation, therefore had no manual supplies to complete the therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up with the home patient (hp) regarding the alarm, the hp stated he did not remember the event, however he is doing fine. The hp stated that he does not perform therapy on the hc cycler any longer, and is on hemodialysis. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. A batch review was conducted on a potentially associated lot (h10e14016) and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).